Event description:
Guidant received information that this crt-d exhibited increased pacing threshold measurements. The md planned to replace the r/s portion of the lead with an abandoned pacing lead, but when the r/s portion was tested, there was no pacing output. Dft testing was performed with intermittent success and failure. The lead was repostioned, pacing threshold measurments were all good, the lead was connected to can and dft testing was performed again. The next 21 j shock was initially successful, another dft test with a 21 j shock was performed and the can made a popping noise and did not convert the arrhyhtmia. The next shock resulted in the popping noise again and the patient was externally defibrillated. The leads were tested throughly and all the leads tested without problems. A he crt-d was implanted and the abandoned rate/sense lead was used.